Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended, no suture or implants were returned. There is biological debris on the returned device. A functional evaluation of the returned device finds it does not cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a mechanical component failure. Factors that could have contributed to the failure include an unintended misuse or failure of the deployment mechanism. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a acl surgery, the fast fix 360´s t2 implant could not be deployed after t1 was deployed on the meniscus. It is unsure if t1 was removed from the patient or not. The t2 was visible on the shaft but it could not be deployed from the device. The grey deployment mechanism no longer worked . The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.